Event description:
It was reported that the customer received an altitude alarming while exercising. The alarm was cleared and there was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.